Manufacturer narrative:
Product investigation summary: the device history record review for this aura xp laser console found nothing to indicate any possible manufacturing service-related causes for the complaint. The device passed the labeling review and risk hazard analysis review. The shipped console history review was not performed since the console serial was known. The investigation of the aura xp-15w laser console revealed that the reported burning smell and smoke from the laser was confirmed. Device interactions are unrelated to the reported complaint. During initial testing, the reason for reported smoke could not be found. The power supply, lamp power supply and lcb passed all the testing. A full preventative maintenance was performed. The lamp and di water was replaced. The system was aligned and passed full functional and electrical safety tests. During the preventative maintenance, the eye protection filter was found to be burnt. The replacement part sent was confirmed by field service engineer to be fitted but was not recognized due to a faulty laser control board. The burned eye protection filter caused a burn on the connection on the laser control board. The customer purchased a new laser. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a puff of smoke and a burning smell was noticed from the back of the unit. There was no procedure in progress and no patient involved at the time of the issue.

Manufacturer narrative:
The device history record review for this aura xp laser console found nothing to indicate any possible manufacturing service-related causes for the complaint. The device passed the labeling review and risk hazard analysis review. The shipped console history review was not performed since the console serial was known. The investigation of the aura xp-15w laser console revealed that the reported burning smell and smoke from the laser was confirmed. Device interactions are unrelated to the reported complaint. During initial testing, the reason for reported smoke could not be found. The power supply, lamp power supply and lcb passed all the testing. A full preventative maintenance was performed. The lamp and di water was replaced. The system was aligned and passed full functional and electrical safety tests. During the preventative maintenance, the eye protection filter was found to be burnt. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a puff of smoke and a burning smell was noticed from the back of the unit. There was no procedure in progress and no patient involved at the time of the issue.